Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and ten months post filter deployment, the patient present with abdominal pain. Subsequent computed tomography (CT) revealed the filter was in place. There was 20-degrees angulation of the inferior vena cava filter in relation to the longitudinal axis of inferior vena cava. The apex of the inferior vena cava filter was at immediately inferior to the level of left renal vein and at the level. The filter struts were extending more than 3.2mm outside the wall of the inferior vena cava, there was no penetration of the adjacent abdominal aorta, psoas muscle, lumbar veins, and gonadal veins. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with deep vein thrombosis of the lower extremities and pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.